Event description:
A smith and nephew birmingham hip resurfacing system was being implanted in the patient. There is a range of new sizes and packaging that were just released. This was the first time using "new" product. The new product is color coded to indicate compatible size combinations. Mismatched components were placed in the patient. "Old" product is not color coded. The surgeon expressed that he took additional steps such as meeting with the rep prior to the procedure to discuss the new implant sizes and what he expected to use for the case. He also expressed concern that there could be a mixup as 2 products have the same numerical size but one fits a certain size head and another fits a different size head. He also felt the labels could be designed better to have the key information in the largest font. On these labels for example, the expiration dates are in larger font, and in this case were the same, so they gave the appearance that they "matched." The outer box label has some of the information on size compatibility on the face of the box and some on the edge, so the box has to be moved to see all of the key information. The label design could be improved to have key information such as compatible sizes listed in a largest font. When new products/sizes come out, the existing stock should be marked for compatibility with the new sizes. There was no color coding on the 60mm cup. We would recommend label redesign using human factors principles to make the most important information the largest font.